Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 49 mg/dl at the time of the incident. The customer was at 66 mg/dl at the time of the call, and 248 mg/dl on the morning of the call due to eating a lot for dinner. The customer used food and candy to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but did not resolve the issue. The customer stated he's a farmer and does strenuous activities so he gets frequent lows. The insulin pump will be returned for analysis.